Event description:
It was reported that a button error alarm was received on the insulin pump. It was stated that a button may have been pressed while the customer was cycling and it was tucked in her shorts. The customer's blood glucose was 13.7 mmol/l, which was treated with injections. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. The insulin pump had minor scratches on the lcd window, a cracked display window corner and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.